Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. When applying a twist to the universal cord of the subject device, the reported event was duplicated. Also, when applying a bend or a twist to the proximal part of ccd unit, the reported event was duplicated. Further investigation confirmed that the glue of the proximal part of ccd unit peeled off. Besides, it was confirmed that ccd unit cable inside the universal cord was buckled. The manufacturing record of the device was reviewed without irregularity. The exact cause of the reported event could not be conclusively determined, but there is a possibility that the universal cord was repeatedly buckled and the glue of the proximal part peeled off, causing a short circuit inside ccd unit. The buckle or the peeling off of the glue in the universal cord might be occurred due to device handling of the user facility. Please cross-reference to #8010047-2016-00681.

Event description:
The user facility used the subject device for an unspecified treatment. After 10 to 20 minutes from the start of the procedure, the endoscope image became black and white, or like sepia, and the outline became blurred. The user facility replaced the subject device with ltf-s190-10 and completed the procedure. There was no patient injury reported.